Event description:
It was reported that during use a piece of metal was discovered in plunger and pierced the stopper resulting in medication leaking out the back with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: (2 of 2 complaints). It was reported that a metal piece in the plunger pierced the stopper resulting in the medication leaking out of the back of the syringe.

Manufacturer narrative:
H.6. Investigation summary: four photos were received and evaluated. Two photos displayed an opened blister pack from batch 4051220 (p/n 305272). Two photos displayed a disassembled 3ml integra syringe with the metal cutter exposed. From the photos provided it cannot be determined when the retraction mechanism was activated. Additionally, this batch was expired as of 2/28/2019. The reported defect could not be confirmed from the evidence provided. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a piece of metal was discovered in plunger and pierced the stopper resulting in medication leaking out the back with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that a metal piece in the plunger pierced the stopper resulting in the medication leaking out of the back of the syringe.